Event description:
The reporter's spouse did meter to lab comparison tests, 30 minutes apart. Testing was done in a fasting state. The lab test result was 90 mg/dl.spouse tested after going straight home from the lab, and the meter reading was 238 mg/dl. Spouse did not have any symptoms. The reporter checked the confirmation dot for enough blood. A control solution test was in range. Reporter was not certain if spouse's blood sample went outside of the pink square. No harm was alleged.